Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event possible vascular occlusion (pt: vascular occlusion), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse(+) injectable implant could not be reviewed, as the lot number was not reported.

Event description:
This spontaneous report was received from a us physician and concerns a female patient. The patient was injected with radiesse, into the jawline (off label use of device). After the radiesse injection, the patient possibly suffered from an occlusion. The outcome of the event was unknown. Follow-up information was received on (B)(6) 2022: the suspect product was recoded from radiesse to radiesse(+). The event term occlusion was amended to possible vascular occlusion and the coding remained unchanged. The patients initials and date of birth were reported as unknown. The patient was injected with radiesse(+). Batch number and expiry date were unknown. After the radiesse(+) injection, the patient experienced a possible vascular occlusion. The outcome of the event remained unchanged.